Event description:
Pt receiving scheduled dialysis treatment via tego connection to quinton catheter. During dialysis treatment, pt was mobile, stood unassisted for weigh in approx one hour into the dialysis treatment, clinician went to check low blood pressure readings and found the pt to be non-responsive. Additionally, the clinician found the venous line of the quinton catheter was disconnected and or separated which resulted in significant blood loss. Code was called. Resuscitation efforts were unsuccessful. Pt was pronounced. Add'l reported info: it was stated that the hosp preliminary incident report documents that the tego connectors were still properly connected to the venous and arterial lines of the quinton catheter. The hosp investigation at this time finds that the tego connectors in use were not defective, malfunctioning and or identified as contributing or causing this event and outcome. The disconnect or separation occurred with the quinton catheter venous line, not at the hub where the tego connector(s) are placed. It is not anticipated that the tego devices will be available/returned to ICU med. As of this date, the cause of death has not been established.